Manufacturer narrative:
The patient history buffer data shows insulin being delivered accordingly. The pod was observed to deliver insulin as intended. No problems were found to contribute to the reported not sure delivering event. Corrosion was observed on the linkage assembly, but no leak source was identified. A leak test was performed, and no leaks were found in the fluid path. No housing cracks were observed on the pod. The cause of the observed corrosion could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: ap3a.240905.015.a2.g998usqshhyi1. Hardware: sm-g998u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced elevated blood glucose levels of approximately 300 mg/dl after changing the pod the previous night. No alerts or error messages were reported. The patient confirmed that the cannula had inserted correctly, the adhesive was secure, and there was no redness, swelling, or insulin leakage at the pod site. The cannula appeared normal upon removal. Investigation found internal corrosion. The device was originally reported for the patient being unsure it was delivering insulin correctly and high blood glucose.